Event description:
According to the reporter, during flushing before preparing for dialysis, a break and crack in the blue (venous) luer adapter were found, resulting in a leak. No instrument was used to loosen or tighten the device. The type of cleaning agent used on the device was iodophor. Iodophor was the cleaning agent typically utilized to clean the adapters, and the cleaning agents were allowed to dry tho roughly prior to applying ointments to the area. A tego was not utilized. The insertion site was not treated prior to product placement. The method utilized to tighten the adapters was by hand. No other products were being utilized with the device. Nothing unusual was observed on the device prior to insertion of the catheter. No other defects or damages were found on the product. The catheter was repaired by replacing the connector, and dialysis treatment proceeded and was completed. After repairing the catheter by replacing the connector, the catheter was not later explanted. There was no blood loss as a result of the event, and no blood transfusion was required. No medical intervention or treatment was required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.